Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one narrow right angle small hex driver tip 24mm (rash2n) was returned for investigation. Visual evaluation of the as returned product identified some signs of use. No apparent signs of malfunction. Functional could be performed by using in-house compatible device and the driver functioned as intended. Patient conditions, tooth location and duration of placement are irrelevant to this investigation. Device history record (DHR) review was completed for the subject lot number 1227221. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1227221) was performed for similar events using keyword 'functional fracture' and no other similar complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture) or product (rash2n). Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that during the surgical procedure the tip of the narrow right angle small hex driver broke. Procedure was completed with another implant. The doctor confirms that the patient did not suffer any impact with his health.